Event description:
It was reported that the customer had a button error alarm on the insulin pump. It was also reported that the pump may have been exposed to moisture. Customer stated that there was frequently no or intermittent response by button press. After customer changed the battery, the insulin pump was okay. Customer will monitor the insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have cause or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.